Manufacturer narrative:
The facility reported a yellow residual in the basins of their medivators dsd-201 automated endoscope reprocessor. Medivators fse inspected the machine and he evaluated the facility's daily maintenance. The facility was not following the machine maintenance instructions as listed in the dsd-201 user manual and dsd-201 daily checklist. The medivators fse confirmed that the device was operating according to specifications. He educated the facility of the appropriate daily maintenance for the dsd-201 machine. The facility has since implemented this cleaning process in their daily procedures. The facility's last in service for the dsd-201 was performed on (B)(6) 2016. The facility contacted medivators tech service on (B)(6) 2017 in which they had further inquiry on daily maintenance of the dsd-201 machine. No patient illness or injury was reported. This residual could potentially lead to patient illness or injury. This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
Facility reported a yellow film in the basin of their automated endoscope reprocessor. There is a potential for patient harm from residual high level disinfectant.